Event description:
Information was received indicating that during pre-testing of this smiths medical cadd cassette reservoirs, leaking was noticed. It was reported that device was discovered to be leaking inside the sealed bag. No patient injury reported.